Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported experiencing hypoglycemia during the night with a blood glucose (bg) level of approximately 45 mg/dl, confirmed by fingerstick measurement. The patient self-treated the event with glucose gel and glucose tablets. Following treatment, the patient¿s bg stabilized to 98 mg/dl. No hospitalization or long-term effects were reported.